Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a durepair. It was reported that on april 7th a patient had a revision operation. The original patch was implanted on (B)(6) 2022 and the patient presented with a csf. On april 7th they underwent a revision procedure due to the patch coming loose and the a fistula forming.